Event description:
The hosp reported that during the coronary artery bypass, the seal did not deploy out of the delivery tube into the aorta. No add'l info was provided by the hosp. The hosp did not report any pt complications.